Event description:
User received erroneous b-hcg result for one pt sample. Initial result was 0.455 ui per l, repeat result was 201.3 ui per l. As a result of the erroneous initial result, the pt was put on a medication to induce her period. When her period did not arrive, it was then determined she was actually pregnant. Her pregnancy continued and is ongoing. If additional info is received, appropriate notification will be provided.